Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implantable cardiac monitor (icm) follow up check the battery at recommended replacement time (rrt) unexpectedly. Additional information indicated icm being reassessed due to reached rrt early. The icm remains in use. The patient has been requested to complete manual transmission. No patient complications have been reported as a result of this event.